Event description:
On 2/21/99 city ems medic unit responded to a private residence for a report of a woman unconscious in the yard. Upon arrival, they found a 75 year old female unresponsive in the front yard, with bystander CPR in progress. The ems crew initiated basic and advanced life support procedures as per protocol. Upon attaching the physiocontrol lifepak 10 to the pt, they noted a pulseless bradycardic ventricular rhythm. As per protocol, the paramedics attempted to initiate external cardiac pacing. The "leads off" message flashed on the screen of the lifepak 10, and the alarm sounded. The paramedics verified that the pacing leads were properly connected, the pacing pads were in contact with the pt, and the three-lead electrodes were properly connected and attached to the pt. Despite several attempts to re-secure the connections and "trouble shoot" the problem, the lifepak 10 continued to alarm for "leads off". The device would not allow pacing to be initiated. Another medic unit was called to the scene, and arrived about 10 mins later. This unit's lifepak 10 was used, but cardiac pacing was no longer indicated due to change in the pt's cardiac rhythm. It would be extremely difficult to measure the impact of this device failure on the pt's outcome. The pt did expire at the receiving hosp emergency dept. The pt's age (75 years), medical history, and initial presenting rhythm (idioventricular) are associated with poor survival rate and outcome and any circumstances. However, the device failure experienced in this incident did prevent the paramedics from initiating external pacing, which is considered to be an important and potentially life-saving therapy in such cases.